Event description:
It was reported by the affiliate that during a lobectomy procedure, the stapler was fired across the bronchus during a thoracoscopic left lower lobectomy. Subsequent to stapling the bronchus, an air leak was identified at the staple line. The staple line was over sewn with 3.0 pds suture to achieve pneumostasis. Surgery was prolonged twenty five minutes. No product is being returned. Additional followup: this event occurred with the first reload. The jaws were not rinsed between loadings. The jaws were inspected between loadings. Although the jaws were not rinsed between reloads, they jaws were wiped clean before each firing. Device was not fired across staple line or lines. No buttressing material was used.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.